Event description:
The customer obtained non-reproducible, higher than expected troponin I es result from a patient sample (trop I es= 1.02 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected trop I es patient result was not reported from the laboratory. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible, falsely elevated troponin I es result. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 integrated system. There was no indication that a reagent related issue contributed to the event. The sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. An instrument related issue and pre-analytical sample processing cannot be ruled out as potential contributing factors.